Event description:
A consumer reported experiencing halos, glare and blurry near vision following bilateral intraocular (iol) implant procedures. The consumer reported her vision in the left eye is better, halos and glare have diminished, but she still experiences blurry near vision. The consumer reported she must have a very bright light to read and her vision is obscured when driving. The consumer reported there are plans to exchange the lens in this eye. The consumer did not provide any contact info; therefore, no f/u could be conducted. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The customer did not provide any contact info; therefore, no f/u could be conducted. (B)(4).